Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the stylus of the printer would not align with the cursor of the display screen. The stylus would calibrate but would change overtime. It was also indicated that a pin was damaged in the universal serial bus port and the port was out of specification electrically. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.